Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer removed the back panel, found damage to the pyxibus cable and misaligned drawers, then replaced the cables and aligned the drawers to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.